Manufacturer narrative:
Citation: rashid s et al. Lotus-in-evolut r transcatheter aortic valve implantation for severe paravalvular leak. Journal of cardiology cases 14 (2016) 97¿99. Http://dx.doi.org/10.1016/j.jccase.2016.05.003 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of an (B)(6) year-old female patient with severe calcific aortic stenosis who underwent implant of a 26-mm medtronic corevalve evolutr (serial number not provided). The valve was deployed 5 mm below the coronary sinus resulting in severe paravalvular leak (pvl). The patient was noted with severe calcification of her annulus and left ventricular outflow tract that initially prevented the valve from generating a seal with the native annulus. A balloon aortic valvuloplasty was performed reducing the pvl to moderate with satisfactory hemodynamics. Twenty-four hours post-procedure, the patient experienced pulmonary edema and subsequent cardiogenic shock. Transesophageal echocardiogram confirmed moderate pvl that was poorly tolerated. A non-medtronic valve was implanted below the frame of the first valve completely resolving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.